Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: flow sensor self check failed during machine self check process. No patient involvement.